Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they had it replaced in (B)(6) 2024. Current unit does not work as well as old. The car accidents effect on the implant was determined, bladder leakage and would not connect with unit. Surgery replacement leaves them with incontinent urine and urgency. Their old one was perfect. Unknown if the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID: 3889-28; lot#: v995583; implanted: (B)(6) 2012; explanted: (B)(6) 2024; product type: lead. The initial regulatory report submission had the incorrect device information. After clarification, the correct device information was updated and this correctional reg report was submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urge incontinence. They reported that they did mention history of being in a car accident that had such an impact that it, "broke the wires away." Additional information was received from the patient. They reported that they had it replaced in (B)(6) 2024. The car accidents effect on the implant was determined, bladder leakage and would not connect with unit.

Manufacturer narrative:
Aware date was corrected to 2024-sep-10. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2y81y serial# implanted: (B)(6) 2024 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 06-nov-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urge incontinence. It was reported that they were having some problems with their device. They said that they were having incontinence and urgency. They also said that sometimes they would be sitting on the deck and they were just damp and they didn't feel like anything happened and then all of a sudden their bladder was turning away. It was suggested that the patient change programs. During the call the patient was able to change programs and increase their stimulation to a comfortable level. Patient will maintain stimulation and monitor symptoms. Additional information was received from the patient. They called back with their son present. The patient reported continued problems with leakage and being "disappointed." The agent walked the patient and son through adjusting settings. The patient got to a place where stim was felt strong and comfortable on the right side of the perineum. The patient wanted to continue to adjust settings after call to see if they could find a program where stim could be felt bilaterally at perineum. They did mention history of being in a car accident that had such an impact that it, "broke the wires away." The patient called back repeating a continuation of the event previously reported. They were having so much trouble with their implant for their bladder. The patient clarified they were not getting a 50% reduction in their symptoms. The patient reported they had been having problems leaking last week and they changed the therapy setting. The patient mentioned that their previous implant worked perfect and with the current implant they had to adjusted the therapy settings and that was not helping. They reported last night they had a constant pain and they were unable to connect with their implant. The agent reviewed therapy overview and how to connect with patient's implant. They successfully connected with their implant on the call. The patient reported last night getting a message that said retry (patient unable to provide any further details of message). Reviewed therapy overview and general programming guidance. The patient wanted to try changing programs. They initially reported getting device not responding that was resolved by repositioning c ommunicator on patient's implant. Reviewed general use of external devices. The patient mentioned they think they were on their 4th program. They mentioned it had been quite painful. The patient successfully changed programs and increased stimulation on the new p rogram. The patient initially reported they were not feeling stimulation but reported they were still experiencing some pain in their vagina on one side and "then up." They reported the pain was present before increasing stimulation. Reviewed for the patient to try to decrease stim or turn off therapy if they were still experiencing discomfort and follow up with their physician. The agent reviewed for them to follow up with their managing healthcare provider to further address the issue.